Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for 2 months due to insulin not delivering correctly on unknown date. The troubleshooting was performed and was advised the pump will need to be replaced. Harm requiring medical intervention was reported. The insulin pump will return for analysis.